Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number kdj814 and no non-conformances were identified. Device evaluation summary: the actual device was received for evaluation. One empty labeled winding former and a dispensed suture of product code 1673, lot kdj814 were received for analysis. During visual inspection of the sample, a end of the suture was observed cut appears to be by use of surgical instrument. No other defects were found along of strand. In addition the needle was not returned for evaluation. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample.

Event description:
It was reported that a patient underwent a foot procedure in 2019 and suture was used. The suture kept snapping. A similar device was used to complete the case. No patient consequences were reported.